Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips by the customer (biomed) that there was a check vent alarm led when powering on the unit. The device was not in clinical use at the time of the event and there was no impact to the patient. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed advised 1105 error code was in the significant event logs. The biomed stated he was not sure if led lights are working. The rse advised the biomed that per the service manual if led lights are working it is suspected to be an issue with the pm pcba. If the led lights are not working then it is suspected to be an issue with the power switch overlay. The biomed stated he was going to swap out pm pcb to see if that resolves the issue.

Manufacturer narrative:
G4: (B)(6) 2020 b4: 01oct2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.